Manufacturer narrative:
Intermittent button response due to moisture damage keypad traces. No scrolling numbers display anomaly noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 176.4 mg/dl. The customer reported that the numbers on the display of the insulin pump kept ramping up by itself. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.